Event description:
It was reported that during laparoscopic cholecystectomy surgery, cystic artery and choledochal clipping stage, the clips applied curvy and shifted from shaft and didn't seat properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j9340y, expiration date: 11/2017, manufacturing date: 12/2012. The analysis results found that the device (c) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h9153m, expiration date: 04/2016, manufacturing date: 05/2011.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.